Event description:
On (B)(6) 2012, customer reported that a green colored fluid leaked from the lh750 instrument onto the counter. Customer found a disconnected tubing in the rear of the analyzer, but could not locate the source of the leak. The leak was approximately 1ml. No injuries were reported and no erroneous patient results were generated as the customer was only running a start-up cycle. Field service engineer (fse) inspected the instrument and found that pinch valve 53a (pv53a) was broken, which caused back pressure on the differential waste chamber vacuum line. Fse replaced the pv53a and the associated tubing. Fse noted that there was no evidence of a leak found. No further problems have been reported.

Manufacturer narrative:
(B)(4).